Event description:
It has been reported to philips that fluoroscopy was not possible using the foot switch in the examination room. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible with the footswitch in the examination room. During troubleshooting, the fse identified an issue with the footswitch. The fse replaced the wired footswitch. After replacement of the footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.